Event description:
The pt presented with possible knee infection. Knee was exposed and found to be infected. Insert was removed and a new insert was implanted.

Manufacturer narrative:
The tibial component cannot be evaluated as the device had not been returned, but rather has been retained by the hospital. A review of the device history records is not possible as the lot code had not been provided. Attempts to obtain the device and/or lot code info have been unsuccessful.